Event description:
Surgeon reported that the patient had an accident and split her pocket site open. Surgeon decided to explant the exposed implant. The patient will be reimplanted with a new advanced bionics spinal cord stimulator in the future.

Manufacturer narrative:
The device was discarded by the medical center. No product will be returned for evaluation. This is the final report.